Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Did not observe power issue with strip port. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported his freestyle freedom blood glucose meter turns on when the button is pressed, but not with test strip insertion. He further reported that on (B)(6) 2011 his wife tried to wake him up, but could not. He further reported experiencing tremulousness, disorientation and diaphoresis. Paramedics were called, administered a "glucose" injection and an intravenous infusion of unknown type. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia. It is unknown what additional treatment may have been rendered. Customer denied self-treating. There was no report of death or permanent injury associated with this event.